Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the connection needed to be pushed down to get interrogation to work, there was a problem with the radiofrequency (rf) head port. It was also noted that the device had broken keyboard hinges, the fan was noisy and the device would not connect to wireless.

Event description:
It was reported that the plug for the programmer rf (radio-frequency) head port needs to be pushed down to get interrogation/programming to work. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.